Event description:
Pt on vancomycin 1500 mg IV q12h in the home in 2009. The same month, the pt reported that 2 of his elastomeric infusion devices -intermates- had ruptured towards the end of his doses, leaving approx 5-10 ml of uninfused medication in the bottle, a visible hole in elastomeric balloon was evident, and there was blood backing up into the IV tubing line connecting to his IV site. These intermates had been filled and dispensed as part of his refill of 12 doses, and were 1500 mg of vancomycin -10mg/ml x 15ml- and 135ml of dextrose 5% in an intermate lv 250ml 100ml/hr intermate for a final product of vancomycin 1500 mg/150ml dextrose 5% to be infused over 1 1/2 hours via intermate. The dextrose 5% had been filled using a pharmacist pump as per home care usual protocol, and the vancomycin added by manual syringe into the intermate. No other doses ruptured. Dates of use: 2009. Diagnosis: antibiotic administration for infection. Event abated after use stopped: no. Pt was also on ertapenem 1mg IV q24h for sixteen days in 2009. Ertapenem was also via intermate, however, different size was used -intermate sv 100ml/hr 100ml-. Pt did not have any problems with the ertapenem infusions. All infusions were administered via double lumen PICC line.